Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent nighttime hypoglycemia while using the ilet insulin pump, with cgm readings reported in the 40s mg/dl range on multiple nights and associated frequent pump alarms; user sought guidance on suspend and exercise features and was advised on insulin history access and general troubleshooting and education. Symptoms included symptomatic hypoglycemia requiring oral carbohydrate intake. Outcomes included temporary disruption of sleep and need for self-treatment with juice and glucose tablets, without medical intervention or hospitalization. Investigation included customer support review and user-provided history, with education on device operation and collection of contextual details related to meals, exercise, insulin type, and settings. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hypoglycemia given reported meal timing, stress, and nighttime occurrences. It was concluded that the event involved hypoglycemia with indeterminate root cause and that additional training and follow-up were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.